Manufacturer narrative:
Date of event: (B)(6) 2019. Date of this report: (B)(4) 2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen of a v60 ventilator was scratched. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 08mar2019, date rec¿d by MFR : 31jan2019. The philips service engineer (se) inspected the device and verified the reported issue. The se replaced the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 12mar2019. The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed evidence of deep scratches on the screen. Due to the physical damage, the touchscreen could not be calibrated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.